Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A baseline pericardial effusion was noted at the start of the case. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed but required full recapture. A second 33mm closure device was successfully implanted. Due to the baseline effusion, there was difficulty in determining the stability of the effusion post-recaptures. Approximately, 30-45 minutes post-procedure, while the patient was still on the table, patient became hypotensive for which an increase in the pericardial effusion was noted. A pericardiocentesis was performed to successfully stabilize the patient. Per physician, the increased effusion was caused by the non-bsc wire losing its shape multiple times and causing its tip to enter the laa when exchanging the trans-septal sheath with the was. Device remains in service. No other complications were reported. Patient is doing well and has been discharged.